Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged an inadvertent infusion issue. A blood glucose amount was not provided. During troubleshooting with customer technical support (cts), it was revealed that the patient was hospitalized on the day of the complaint and received unspecified treatment from a healthcare provider. The patient was attached during prime and inadvertently infused an unknown amount of insulin. The further troubleshooting was not able to be performed. This complaint is being reported because there was a bg excursion requiring medical intervention associated with use error of the pump.